Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the message -data not read- was displayed for the pulse generator battery data and lead impedance measurements. Measured data from (B)(6) 2009 was 2.73 v, 10 ua and 5.6 kohms with an estimated remaining longevity of 1.5 to 2.5 years. Rate response was still enabled, so the device had not yet reached elective replacement indicator.